Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative condition and a ventilator service required condition concerning the internal battery were confirmed. Determination made that no repairs will be performed as the unit will be scrapped.